Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultralink meter read inaccurately high. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient tests his blood glucose up to 7x daily and manages his diabetes with apidra insulin. The alleged issue began about 3-4 days prior to contacting lfs. The patient reported obtaining blood glucose results of '202 and 290 mg/dl' with the subject meter. Based on the alleged results, the patient administered self an increased dose of insulin. Shortly after, the patient claims he felt symptoms of trembling and shaking. The patient ate something sweet and felt better about 1 ½ hours later. A couple days later, the patient decided to take out his 'older' meter and obtained a blood glucose result of '108 mg/dl' using expired test strips. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
(B)(4): the meter passed all testing with no faults found. The error could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. Unrelated to the reported complaint, there was a crystal x failure issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.